Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the issue still continued. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise. The noise was reproduced with isometrics. The pacing lead impedance trend was not stable and measured high impedance in the last week and in november. Patient was doing fine. Physician will continue to monitor the patient.

Event description:
New information received stated that right ventricular lead exhibited noise and a device alert was triggered. Lead damage was suspected. Lead revision was discussed. No further information was reported.

Event description:
New information received stated the right ventricular lead was extracted and replaced on (B)(6) 2019. The patient was doing well.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received stated that the right ventricular lead exhibited lead noise, high impedance, and a possible fracture. Lead replacement was discussed. No intervention was reported. The patient was stable.